Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection. However, during a facility visit on june 5th, the water filter was replaced. It was confirmed that the replacement period for the water filter was overdue, and important points to consider when using the reprocessing process were explained. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the user did not thoroughly read the instruction manual and mismanaged the replacement of the water filter, which led to the filter replacement period being overdue. The subject event can be detected and prevented by implementing the below IFU. Instructions, operation manual for oer-4 chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿ replace the water filter periodically, at least once a month to prevent contamination of the rinse water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the water filter had not been changed since november 25, 2021, and an unknown number of scopes were reprocessed using the device. The issue occurred during reprocessing. There were no reports of patient harm.